Event description:
A cpoe device was deployed at (B)(6) hospital in 2008. This patient underwent an appendectomy two days later. The patient's care was governed by a cpoe device manufactured by cerner corp. In the care of this patient after his operation, there were 25 incidents that occurred involving flaws and defects in the device, interface defects, device user bewilderment, device caused hospital wide chaos, and device caused hospital wide near-meltdown and care disruption that resulted in neglect of this patient and his death. Dates of use: 2006. Diagnosis or reason for use: cpoe device was deployed by the hospital to govern all. Event abated after use stopped: no.